Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that plaque shift occurred. The patient presented with stable angina (ccs classification: 1) and was referred for elective cardiac catheterization. The target lesion was located in the mid to distal left circumflex artery (lcx) with 95% stenosis and was 8 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 12 mm study stent. Following post-dilation, residual stenosis was 0% with timi flow of 3. Post study stent deployment and post dilatation a plaque shift was noted in the mid obtuse marginal (om) branch. This was managed by kissing balloon inflations with a 3.0 mm balloon in the mid om and a quantum 3.0 mm balloon in the stented section. The stent was dilated to 16 atmospheres and then simultaneous inflations were performed to 8 atmospheres in both mid om and mid lcx with no residual stenosis and brisk flow in both mid om and lcx. The next day the patient was discharged on dual antiplatelet therapy.